Event description:
The customer reports that the peel-away sheath introducer buckled at insertion.no patient injury. No intervention required.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. Signs-of-use in the form of biological material was observed on the dilator body. Visual analysis revealed that the sheath tip was damaged. Microscopic examination confirmed the defect and revealed white stress marks around the damage on the sheath and on the dilator body. This damage is consistent with undue force being applied during an attempted insertion. No other defects or anomalies were observed. The catheter peel-away length from the tabs to the distal tip measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away graphic. The peel-away outer diameter measured 0.098", which is within the specification limits of .096"-.102" per the catheter peel-away extrusion graphic. The peel-away inner diameter at the proximal end measured .080", which equals the specification limits of .074"-.084" per the catheter peel-away extrusion graphic. The returned dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. White stress marks were observed indicating undue force was applied during an attempted insertion. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel-away sheath introducer buckled at insertion. No patient injury. No intervention required.